Manufacturer narrative:
Following return and completion of laboratory analysis, a supplemental report will be submitted.

Event description:
It was reported that the patient with this device presented for follow-up, at which time the battery status displayed, end of life (eol). For this reason, the device was explanted and replaced. No resulting adverse effects and the explanted unit is intended to be returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the device failed longevity calculation. The device case was opened and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Although the device was replaced earlier than expected due a depleted battery, laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely.

Event description:
It was reported that the patient with this device presented for follow-up, at which time the battery status displayed, end of life (eol). For this reason, the device was explanted and replaced. No resulting adverse effects and the explanted unit was later returned for laboratory analysis.